Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to high impedances on one lead. As a result, surgical intervention was taken to explant the system. During the procedure, lead fracture was observed.

Manufacturer narrative:
The reported observation of ¿high impedance¿ was confirmed when referencing the returned lead segments. The root cause of the reported observation was due to the lead fracture at the distal end of the swift-lock anchor. The wire fractures are consistent with a sudden event or overstress condition that was applied to the lead while it was in vivo.